Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation, oversensing/noise was indicated on the right ventricular (rv) lead. Numerous non-sustained episodes and short v-v intervals were noted to have occurred. A possible fracture was suspected. Detections were programmed off. The lead was capped and replaced the following day. No patient complications have been reported as a result of this event.